Event description:
(B)(4). The dealer reported that the unknown power wheelchair model / serial numbers having a screen displaying "goodbye" and not shutting down. Additionally, it was reported that the patient was crossing the street and the joystick just stopped. Ie had to be manually disconnected and reconnected to allow the joystick to turn off and back on. There was no injury reported.